Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system blood leaked from the front end of the indwelling needle. The following was recieved from the initial reporter: on (B)(6) 2023, following the doctor's advice, the patient was given a closed intravenous indwelling needle for intravenous infusion and indwelling, and blood leaked from the front end of the indwelling needle and the v-shaped interface. Immediately pull out the needle and explain to the patient's family members, and the indwelling needle is successfully indwelling after replacement.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system blood leaked from the front end of the indwelling needle. The following was received from the initial reporter: on (B)(6) 2023, following the doctor's advice, the patient was given a closed intravenous indwelling needle for intravenous infusion and indwelling, and blood leaked from the front end of the indwelling needle and the v-shaped interface. Immediately pull out the needle and explain to the patient's family members, and the indwelling needle is successfully indwelling after replacement.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number: 3052737. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.